Manufacturer narrative:
(B)(4). Complaint took place in italy. Subsequent informal notification for USA. Based on risk assessment and clinical assessment this file is considered as closed. In case new information becomes available a follow up report will be sent to the agency.

Event description:
(B)(4). Incident occurred in italy: peridural catheter positioned on 10/01 for continuation of labor induction, on 13/1 at the time of use, the catheter was dislocated with exit from the skin. The proximal part was frayed and the remaining 8 cm remained in the patient. A CT scan was performed to verify the position, and a neurosurgical intervention. Under general anesthesia was carried out to remove the piece. Patient is doing well.